Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient received the end of life message when connecting to the ipg. Next course of action is pending at the moment.

Manufacturer narrative:
Per the additional information received the MFR report number in g3 should be ¿1627487¿ instead of ¿3006705815¿.

Manufacturer narrative:
H1 - type of reportable event update to serious injury.

Event description:
Additional information received indicates that surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
26sep2023: additional information received indicates that surgical intervention took place on (B)(6) 2023 wherein the ipg was explanted and replaced with a new ipg to address the issue.